Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During downstream occlusion testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.